Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's mom reported that she had used four infusion sets that gave his son high blood glucose. The customer's mom stated that she could be doing something wrong but it is not the fourth infusion set that caused him high blood glucose. The customer's mom stated that her son had high blood glucose level of 33 mmol/l. The customer was treated with novorapid insulin by needle from the same vial and the blood glucose went down to 16 mmol within one hour. It was reported that she left him connected with insulin pump and gave him another manual injection and the blood glucose was going high. It was stated that the customer was treated with food. The insulin pump passed the displacement test and drive support cap was normal. Product is not expected to return.